Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was noted that the patient went for a walk and suspected the cannula had dislodged from the site and was bent upon removal of the pod. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available.

Event description:
It was reported that the patient was hospitalized at (B)(6) due to diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 890 mg/dl while wearing the pod between 37 and 48 hours on the leg. It was noted that the patient went for a walk and suspected the cannula had dislodged from the site. The patient went to the hospital and upon removal of the pod, the cannula was observed to be bent. Symptoms reported include frequent urination, vomiting, nausea, feeling thirsty and feeling sour. The patient was treated with insulin and fluids via intravenous and consumed lots of water. The patient was discharged on (B)(6) 2025.